Event description:
It was reported that the patient's right atrial (ra) lead presented with high thresholds. The lead was cut, capped and replaced. The cut portion of the lead was returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant product: sedr01, ipg, implanted: (B)(6) 2008. (B)(4)